Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 8 months of support of the lvad, the patient presented to the emergency room with abdominal pain. It was determined that the patient had thrombus inside the pump and according to the vad coordinator, the pump was "no longer working." The pump was explanted and the patient was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.